Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-10. H6: investigation summary: a device history record review was performed for the applicable provided final lot number and sub-assembly lot numbers and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, over three hundred samples were returned for evaluation by our quality engineer team. Through microscopic examination, a fine black line was observed in the barrel component. Through use of an alcohol wipe, the fine black line was removed. The line was identified as black ink from the scale printing process. No other defects or imperfections were observed on any of the samples received. It was possible that this incident resulted due to an imperfection with the blade component in the manufacturing facility; however, further review did not reveal any blade related defects.

Event description:
It was reported that the bd luer-lok¿ syringe bulk sterile pharmacy convenience pak experienced an incident of device damage/deformation while still considered operable, and foreign matter contamination. The following information was provided by the initial reporter: we have identified defects in some of our bd luer-lok tip 50 ml syringes. There are marks throughout the syringes that look like stress fractures or contamination of some sort. I can't tell if the marks are outside, inside, or imbedded in the plastic, but I was unable to scrap them off from the inside or outside of the syringe. Syringe size: 50 ml. Item 309680. Lots 0041918 & 0041905.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0041918, medical device expiration date: 2025-01-31, device manufacture date: 2020-02-21. Medical device lot #: 0041905, medical device expiration date: 2025-01-31, device manufacture date: 2020-02-19. (B)(4).

Event description:
It was reported that the bd luer-lok" syringe bulk sterile pharmacy convenience pak experienced an incident of device damage/deformation while still considered operable, and foreign matter contamination. The following information was provided by the initial reporter: we have identified defects in some of our bd luer-lok tip 50 ml syringes. There are marks throughout the syringes that look like stress fractures or contamination of some sort. I can't tell if the marks are outside, inside, or imbedded in the plastic, but I was unable to scrap them off from the inside or outside of the syringe. Syringe size: 50 ml. Item 309680. Lots 0041918 & 0041905.